Manufacturer narrative:
The customer's report of a tubing leak was confirmed. The set was inspected for kinks, holes/tears in the tubing, or damages to the components. Visual inspection of the set noted separation at the engagement of the drip chamber and tubing. Further visual inspection of the separated components observed the drip chamber spigot broken off and the broken off piece lodged within the separated tubing end. No other issue was observed. Functional testing was deemed unnecessary due to the drip chamber breakage and the obvious leak that would result. Further handling/tug of the rest of the set's tubing engagements observed no separation. The cause of the leak was identified as due to a broken/separated drip chamber component. The root cause of the damage was not identified. The device history record for model 2420-0500 lot 20036212 shows the set was manufactured on 17mar2020 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set.

Event description:
It was reported from an IV clean room that a tubing leak occurred when technician attempted to prime. Immediately after the tubing was inserted it began to leak at the drip chamber. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from an IV clean room that a tubing leak occurred when technician attempted to prime. Immediately after the tubing was inserted it began to leak at the drip chamber. There was no patient involvement.